Event description:
Canon u.s.a., inc. Has received a number of service calls regarding intermittent reports of reversed bands of image data. Information/images are reading left to right; the next tab, the information is reading backwards.

Manufacturer narrative:
Canon inc. Released a new firmware version ((B)(4)) in which the defect in question has been corrected.